Event description:
The pump was returned for investigation. Investigation revealed that buttons on the keypad were intermittently responsive and contamination was found on the button contacts when the keypad was removed. This report is made based on results of investigation completed on 01/15/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the up arrow, down arrow, and contrast buttons were intermittently responsive and contamination was found under these button contacts when the keypad was removed. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).